Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report. Serial number - (B)(4).

Event description:
The customer alleges that the unit will power on however the device is not heating. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and it was found that the unit would not heat. Based on the investigation performed, the reported complaint was confirmed. The cement resistor heats up, which is the protective mechanism of the warmer itself, thus causing the outer warmer to heat up. It is most likely that the heating circuit on the printed circuit board is the root cause, although this could not be confirmed. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the unit will power on; however, the device is not heating. No patient injury reported.